Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the ps 1 power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would intermittently reboot during a case. No pt injury was reported.